Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/17/2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Was the device difficult to close? Was the device difficult to fire? Were there any unusual noises when fired? Does the surgeon routinely wait 15 seconds prior to firing? What is meant by ¿felt funny after firing¿? Please describe the shape of the loose staples seen. Were they in proper b-form? How was the procedure completed in the open fashion? What led to the surgeon¿s decision to convert to open? What is the current patient status?

Event description:
It was reported that during a laparoscopic appendectomy, the doctor fired the stapler, with a blue reload, no buttressing material and the doctor reported the stapler felt funny after firing. After the doctor removed the stapler from tissue, the doctor noticed there were loose staples along the staple line. The doctor decided to convert to an open procedure. The loose staples were removed prior to the doctor deciding to convert to an open procedure, to complete the procedure. There were no other consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/13/2020. D4: batch # t5da5n. Investigation summary : the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device difficult to close? Yes. Was the device difficult to fire? Yes. Were there any unusual noises when fired? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What is meant by ¿felt funny after firing¿? Hesitant, catching please describe the shape of the loose staples seen. Were they in proper b-form?no how was the procedure completed in the open fashion? Bowel resection what led to the surgeon¿s decision to convert to open? No extra tissue to fire another stapler what is the current patient status? Unknown.